Manufacturer narrative:
(B)(4). Results of investigation: the vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr discovered that the calibrations of the inspiratory pressure transducer were considerably out of specifications. The fsr recalibrated the device and resolved the customer's reported issue, returning the device to the customer operating to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it is alarming circuit occlusion and safety valve but passes the extended self-test (est). The customer stated there was no patient involvement associated with this event.